Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump has not been returned. Upon review of field data logs, it is apparent that the console is the potential cause of the optical signal issue. No problem was found with the pump. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the optical signal malfunctioned. Despite this issue, the pump continued to provide uninterrupted support, and the patient experienced no harm.